Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette loading error when attaching the set to the device. The event happened during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was a cassette loading error when attaching the cassette to the device¿ was not confirmed through visual inspection and functional tests. The investigation found the downstream occlusion (dso) seal was deteriorated along with a scratched lens. The dso and lens were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.